Event description:
It was reported that during a procedure for kidney stone after the connection was completed; there was no response after the fiber was initially fired twice, and the fiber was fractured from the tip upon checking. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber underwent thorough analysis. The visual inspection identified that the fiber was received in one piece. The microscopic inspection found that the tip of the fiber was broken, and the jacket had burn back. Therefore, the reported event was confirmed. No defects were found on the connector face. The functional testing found the aim beam was bright and distorted due to the condition of the tip. It is probable that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber tip break. The instructions for use (IFU) state to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation because there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a procedure for kidney stone after the connection was completed; there was no response after the fiber was initially fired twice, and the fiber was fractured from the tip upon checking. The procedure was completed with another of the same device. The patient condition following procedure was stable.